Event description:
It was reported that there was difficulty coring with the coring knife. The coring knife was used and was unable to complete the core. It was unsure if it was a cardiac tissue or a coring knife issue. The core was then finished with a 10 blade with no adverse events.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the report that there was difficulty coring with coring knife, serial number (B)(6), was not confirmed as the knife was not returned for evaluation. Of note, review of the coring knife's manufacturing history confirmed that the knife was not part of the batches bracketed as part of abbott's field action. A specific cause for the reported event could not be conclusively determined through this evaluation. The coring knife, serial number (B)(6), was not returned for evaluation. Review of manufacturing documentation found no deviations from manufacturing or quality specifications; however, a CAPA was opened to further investigate issues related to the coring knife not being able to cut. The relevant sections of the device history records for coring knife, serial number (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. However, review of the batch history did confirm that the coring knife was part of the lots bracketed by manufacturing analysis task. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, "introduction," lists the apical coring knife as an optional component for device implantation. Section 5, ¿surgical procedures,¿ provides information on preparing and handling the coring knife. This section also states that during the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. The device is included in the apical coring knife unable to cut advisory issued by abbott on 21aug 2023. No further information was provided. The manufacturer is closing the file on this event.